Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex device was inserted into the left femoral vein in an 82-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock, in society for cardiovascular angiography & interventions (scai) stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for right heart failure. The patient was on bipella support with an impella cp. In the cath lab, the patient was in active cardiac arrest requiring cardiopulmonary resuscitation (CPR). The patient was also on a heparin drip. Activated clotting time (act) was not confirmed. The physician opted out of aspirating and flushing before and placing the impella rp. After support was initiated, the pump was unable to achieve flows above p-3, then experienced a motor spike, following by a pump stop. The patient subsequently expired in the procedure room. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in active cardiac arrest, cardiogenic shock, complicated by stage e shock.